Manufacturer narrative:
Date of event and therapy: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostar device, referenced, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported through a research article that arteriotomy closure was attempted using prostar devices with an 8f sheath. A great deal of force was required to penetrate the arterial wall with the needles, which likely reflected the hard underlying plaque. Two of the four sutures were avulsed from the needle tips. This was associated with extension of the arterial puncture, which required temporary placement of a 12f sheath to regain hemostasis. A larger prostar device was successfully deployed via a 12f sheath; however, this was only partially successful at achieving hemostasis and a tamper device was employed for 45 min with no further bleeding. Details are listed in the attached article, titled "initial experience using prostar: a new device for percutaneous suture-mediated closure of arterial puncture sites."